Event description:
In 2000 lumbar laminectomy (l4-l5) for back pain. Adcon-l was administered during surgery. Then was readmitted with pain and muscle spasms. Over next two days wbc decreased but started draining whitish fluid from back. IV vancomycin was started. The pt also had a re-exploration of lumbar wound and removal of epidural abcess. The next month pt seen in clinic, no add'l info available.